Event description:
At 2:00 pm on 6/25/96, a resident was found by staff members lying on her left side on the floor. She was still inside of her walker. The resident indicated she had pain in her left elbow. Although the incident was unwitnessed, it was suspected that she tipped the walker over since she had tipped it over one time before and been caught by staff before she fell to the floor. Resident was sent to the ER - diagnosed with fractured left elbow - treated and returned to the facility where she is presently in stable condition. The walker has been removed from resident use.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure. Conclusion: device failure related to patient condition, there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.